Manufacturer narrative:
Results - conclusions is based upon evaluation of the user facility information and the return sample; is based upon testing of the undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe outer layer had been sheared off the wire. Magnifying inspection around the shearing of the ptfe revealed that the shearing had been generated from the proximal in the distal direction. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications and to be equivalent to that of the current product sample. The adhesive strength of the ptfe coating to the core wire was determined on the undamaged segment and verified to be equivalent to that of the current product sample. Functional testing was conducted and was able to reproduce the reported defect. Test #1: the test sample was let to have contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. Test #4: the forceps elevator on the endoscope was raised while a guide wire is inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility and investigation results, it is likely the actual sample had close contact with a sharp object and in this state it was subjected to a pulling action, when it was exposed to abrading forces which exceeded the coating adhesive strength. However, it cannot be determined definitely how and when the actual sample had close contact with a sharp object. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument: use a spare instead. Damage or irregularity may compromise patient or user safety, present an infection control risk, cause tissue irritation and patient injury such as punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more-severe equipment damage." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported the device in question had become slightly rough. Follow up communication with the user facility reported the following information: upon unpacking the device in question, the customer found that the surface on the distal segment had become slightly rough; it was reported that it was decided not to use the device; and no patient involvement.